Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Patient birth date and age at time of event are not available for reporting. The patient¿s year of birth is 1941. Event date: patient¿s onset of pain was reported as (B)(6) 2017; however, it is unknown when the reported device broke. This report is for one (1), unknown proximal femoral nail¿antirotation. Part and lot numbers are not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. Implant date: unknown. It is unknown if the subject device will be returned to the synthes manufacturer for evaluation. Initial reporting facility phone number is: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) received an initial incident report from the (B)(6) for drugs and devices regarding an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2017 due to patient pain and a broken proximal femoral nail--antirotation (pfna). The patient reportedly suffered from left femoral pain on (B)(6) 2017 and it was discovered that the implanted pfna had broken through at the locking hole. The initial implant date of the pfna is unknown. The patient was revised with a blade plate during the (B)(6) 2017 revision surgery. This report is for one (1), unknown proximal femoral nail¿antirotation. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date received by manufacturer reported on medwatch report (B)(4) corrected from february 14, 2017 to february 28, 2017. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: pfna blade, perforated, l 115mm (part 02.027.038s, lot 9832113, quantity 1).

Manufacturer narrative:
Part and lot numbers provided. UDI: (B)(4). A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device history records review was conducted. The report indicates that the: part #272.265s / lot #8974932; manufacturing location: (B)(4); manufacturing date: 15. April 2016 expiry date: 01. April 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 21. Jul 2017: from patient lawyer letter: due to a left-sided dislocated intertrochanteric fracture with multiple fragments, the patient went to the hospital for inpatient treatment, where a pfn-a (proximal femoral nail antirotation) 240/105 mm spiral blade and a 36 mm long distal locking pin with a proximal end cap was used during surgery on (B)(6) 2016. After some time, the patient noticed that his leg was not stable and that associated pain occurred even though the fracture should have already been healed by this time. At another hospital, the broken proximal femoral nail was removed during surgery on (B)(6) 2017, and the fracture point was fixated using a blade plate.